Manufacturer narrative:
A ge representative evaluated the system and found the image intensifier needed to be replaced. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system would not display a usable image. No pt injury was reported.